Manufacturer narrative:
The customer¿s report that the hub of the IV tubing was cracked was confirmed. Visual inspection of the set noted the spin lock assembly was cracked. Examination under magnification observed the crack was along the length of the collar (cavity 18) and approximately opposite the collar's injection gate. No other obvious damages or issues were observed on the rest of the set's components. The set's male luer was attempted to be mated to a lab mating component. It was observed that the male luer collar was not able to be securely engaged onto the lab mating component. Pressure testing resulted in no leaking. The root cause was not identified.

Event description:
It was reported that on the 12 wt general medicine/ transplant unit, the clear hub of IV tubing that was attached to the central line cracked. The customer states that there is no known patient harm.

Manufacturer narrative:
Although requested, no additional information about the patient, medication, or event provided. The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
It was reported that on the 12 wt general medicine/ transplant unit, the clear hub of IV tubing that was attached to the central line cracked. The customer states that there is no known patient harm.